Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that he was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and a fall-off test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". In addition, the red (-5v) wires was intermittent in the cable connecting ECG "c" and ECG "d". There was no sign of external damage to the cables. The root cause for the open pulse wire and intermittent wire could not be positively identified. No adverse event resulted from the open pulse wire and intermittent wire. The patient received a replacement electrode belt.